Event description:
Medtronic (covidien) received report of patient death after pipeline flex treatment of an unruptured, amorphous aneurysm in the left ophthalmic internal carotid artery (ica). Two pipeline flex devices were implanted for optimal coverage of aneurysm neck and proximal wall apposition. There was no report of major difficulties during the procedure. The patient received dual anti-platelet treatment but pru levels were not tested. After deployment of devices, a final whole-head angiogram was performed and a clot near a pipeline flex was identified. Abciximab was administered; after loading dose and drip, the clot was resolved. The procedure was completed and the patient was extubated. Approximately one hour later, the patient coded in recovery and expired. The cause of death was reported to be intracranial hemorrhage.

Manufacturer narrative:
The device will not be returned as it was implanted in the patient. The lot history record of the reported lot number has been reviewed and no quality issues were noted. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause is unknown. (B)(4).